Manufacturer narrative:
Batch review performed on 02 july 2018. Lot 1753932: (B)(4) items manufactured and released 26 october 2017. No anomalies found related to the issue. To date, no similar event on the same lot has been registered visual inspection performed on june the 21st, 2018 by r&d product manager from the pictures enclosed in the complaint, taken during the surgery, and the one collected during the visual inspection it's possible to see that the pin ø1.4 was bended and lost. The instrument analyzed during the visual inspection is without the pin, that was send in a separate can. The pin is bended. The root cause of the pin failure is probably due to an extreme lateral bending force applied on the screwdriver universal joint.

Event description:
During the surgery the surgeon placed the screw onto the driver then inserted the screw into the 27x35 plate located between l4 and l5. When removing the driver from the screw the tip fell out into the patient. The surgeon was able to retrieve the tip and second driver was used to complete the surgery. The surgery was completed successfully and without delay.